Event description:
It was reported that an ilet user missed announcing breakfast, after which a hyperglycemic reading of 321 mg/dl occurred; the caregiver was advised not to announce a meal post-consumption and to allow the system¿s correction algorithm to work, and subsequent review confirmed glucose decreased to 90 mg/dl before lunch, indicating the pump functioned as intended. Symptoms included unknown clinical manifestations. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included a customer care review of reported glucose data and device performance. Investigation of this case revealed no device malfunction and proper corrective insulin delivery by the automated algorithm. It was concluded that the event was hyperglycemia with cause unclear and that the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.